Event description:
Customer was hospitalized for high blood glucose and dka troubleshooting was performed and pump appeared to be operating normally. Lead screw rotation test could not be performed since customer has a difficult time seeing and was not able to find the part of the leadscrew.